Manufacturer narrative:
Visual analysis was performed on the returned product. The reported material separation was confirmed to be the barewire tip. The filtration element itself had no separations. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported material separation. It may be possible that the separation occurred due to interaction with the atherectomy device or an excessive embolic load resulting in difficulty retrieving the filter and separation of the barewire tip; however, this could not be confirmed. The reported unexpected medical intervention to retrieve the separated filter and delay in procedure were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with moderate calcification, moderate tortuosity and 90% stenosis. Atherectomy was performed and then the retrieval catheter of the emboshield nav 6 embolic protection system (eps) was advanced over the barewire workhorse 315. While advancing towards the lesion, it was noted that the filter was separated and a portion of the barewire had separated and remained fixed inside the filter. A snare device was used to retrieve the filter basket with the separated barewire tip. A long 7fr sheath was used to assist in getting the devices out of the patient. There was a 30 min delay in the procedure. However, there was no harm to the patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The barewire referenced is filed under a separate medwatch report number.